Event description:
Rec'd info that after this pt was implanted with epicardial lead, normal values were measured in the operating room. Shortly after implant, post-operative checks revealed and exit block due to high pacing threshold, and the pt complained of a tingling feeling in his heart. Subsequently, a lead revision was performed and it was noted that the lead had dislodged. A new lead was implanted.